Event description:
Boston scientific crm received info that in 2009, bsc sales rep was informed by the physician dr. That a foreign pt died (when the pt was on a cruise and it stopped). We do not know the death date nor the nationality. We do not know where the device has been implanted and when but it belongs to bsc. The forensic scientist performed the autopsy and the device was explanted. On the same day, the device was interrogated in the presence of a bsc employee. It was observed vt in the device since 2003 and post mortem. So, it was believed that these vt episodes were caused by noise. All the vt episodes in the device since 2003 were believed to be caused by noise. It was suspected that all the vt episodes were caused by noise, otherwise the pt would have been considered for ICD therapy. However, the pt was not from another country. Apart from device info, a clinical note is not available. The forensic scientist has requested the analysis letter in order to conclude the root cause of the death of the pt. The explanted device is en route to boston scientific for analysis.

Manufacturer narrative:
Upon receipt at boston scientific the device will undergo detailed lab analysis in an attempt to confirm and determine the root cause of this event.